Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ft3 - free triiodothyronine (ft3 iii). The customer provided the patient sample that was tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3 iii)for investigation. Of the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 reagent lot number used at the investigation site was 187432 with an expiration date of (B)(6) 2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. Based on the available data, a general reagent issue is not likely. There was not enough sample volume left to complete the investigation. The possible root causes may be related to an issue with how the sample was prepared or the presence of foam/bubbles on the reagent surface.